Event description:
An asymptomatic patient came to the clinic for device check, lead noise with several short r-r intervals was observed. Upon explant, externalized conductors below the proximal coil and a fracture above the distal coil were found.

Manufacturer narrative:
No medwatch form was received.